Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced and elevated blood glucose level of 445 mg/dl. She treated herself via insulin injections. Her blood glucose level returned to normal when she switched to her backup infusion device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.